Manufacturer narrative:
Damaged firing mechanism. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cartridge pan in place/condition yes/good, condition of drivers good, lockout tabs on pan condition good, position/condition of wedge sleds unfired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism broken, condition of knife good, condition of wedge band good, is hyper lockout condition present no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembed and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Some conditions which might result in damage to the firing mechanism are: intrrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported by the affiliate during an unk procedure the tsw35 did not cut. The firing trigger had some difficulties returning to the original position. There was no other info. There was no consequence to the pt.